Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced cardiac respiratory arrest and cardiomyopathy, on or about (B)(6) 2005, before subsequently expiring after the use of the product.